Event description:
During a dialysis graft declot, using a hand inflation of the balloon catheter with a 10cc syringe, the balloon ruptured. When withdrawing the balloon catheter into the sheath, the balloon stuck in the sheath, and subsequently the balloon shaft snapped in two between the two distal markers, leaving the distal portion of the balloon catheter in the pt. The physician attempted to snare the segment but was unsuccessful. The separated segment of the balloon was surgically removed from the pt's arm. During repair of the dialysis graft a piece of the balloon material was located and also removed.